Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer was hospitalized due to high blood glucose level on (B)(6) 2019. Customer¿s blood glucose level was 26.5 mmol/l, at the time of hospitalization. Customer was treated with the insulin pen. Customer had difficulty in breathing. Customer reported that the insulin pump was off with auto mode. Customer reported that the insulin pump was under delivering. However, high pressure test was passed. Customer declined to check the bolus wizard setting. Customer reported that the blood glucose level was 26 mmol/l, at the time of incidence. Customer confirmed the time and date was correct. The insulin pump will not be returned for analysis.